Manufacturer narrative:
The investigation of optical signal issue and product damage (cannula kink) has been completed. No product or data logs were returned for evaluation. Optical signal issue: clinical detail noted that intermittent "placement signal not reliable" alarms were noted during support with erratic ps waveforms. All other waveforms within normal limits. Issue resolved in the morning. Additionally, ao placement signal was reading high aortic pressures which was out of proportion from the clinical a-line. A kink in the impella catheter was observed at the site dressing. Kink was fixed and the ao placement signal normalized. The root cause of the optical signal issue could not be definitively determined as no product or logs were returned for evaluation. Product damage (cannula kink): clinical details noted that a kink in the catheter at the site dressing was observed during support. Kink was able to be fixed. The root cause of the product damage was most likely a catheter kink per clinical details, however, the cause of the catheter kink was unable to be determined. H6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30018. H6 type of investigation 4112 and investigation findings 3211 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30018. H10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-30018.

Manufacturer narrative:
It is unknown if there was any impact to the flow as a result of the kinked catheter. Thus, there is not enough evidence to exclude the impella device used as an associated factor to the overall outcome. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (unites states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support (mcs) and during support, the placement signal became intermittent later noted to be from a kink in the pump catheter. The patient would subsequently expire. The patient presented to the hospital noted with "more" heart failure symptoms and was implanted with the impella 5.5 device for mcs and bridge to transplant. Approximately five days after start of the impella mcs, the placement signal became intermittent, erratic. The staff was advised that the device could still function without the placement signal and walked through how to disable the placement signal if the alarm could not be resolved. Additionally, the staff was informed of how to use hemodynamics, echo monitoring and trends to monitor the support status. Some time thereafter, the attending noticed a kink in the impella catheter at the dressing site. The kink was fixed, and the placement signal normalized. The status of the patient following the event was indicated as unknown. However, impella mcs continued. Approximately nine days later it was noted the patient was taken to the electrophysiology lab for arterial lead placement. The patient was noted to have remained with respiratory issues requiring daily bronchoscopy once lungs were stable. Later that afternoon, it was reported the patient arrested for approximately two hours. The family was called to bedside, the decision was made for comfort measures only, and the patient subsequently expired.